Manufacturer narrative:
The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction and/or serious injury (loose wirebond) is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Multiple attempts to determine the cause of death have been made with no success. Attempts are now concluded. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. The device is part of the advisory for this model.

Event description:
The device was returned to the manufacturer following the patient's death and was analyzed, and tested out of specification. The cause of death has been requested and not received.